Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula which led to hospitalization on (B)(6) 2024. Troubleshooting confirmed patient did not rotate the site location which might have attributed to scar tissue and hence bent cannula. The site of location of infusion set was abdomen. Patient noticed symptoms within 3 or more hours of insertion. Patient was also tested positive for ketones. Highest blood glucose related to the incident was 523 mg/dl. During hospitalization patient received intravenous fluid of saline and insulin as a treatment. No further information available.